Event description:
It was reported that the insertable cardiac monitor (icm) was explanted prematurely due to device erosion, which occurred less than two months post-implantation. During the same procedure, a replacement icm was successfully implanted. There were no reported adverse effects on the patient following the intervention.

Manufacturer narrative:
The supplemental update was made to evaluation conclusion codes and evaluation method codes (h6) section device manufacturers only.

Event description:
It was reported that the insertable cardiac monitor (icm) was explanted prematurely due to device erosion, which occurred less than two months post-implantation. During the same procedure, a replacement icm was successfully implanted. There were no reported adverse effects on the patient following the intervention. The icm will not be returned by analysis.